Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed ¿power on reset¿ event. On examination, the battery compartment was noted to be cracked at the threads on the side of the compartment and the returned battery cap had stripped threads and was not able to attach to the pump properly. Pump rebooting was duplicated with the damaged battery cap in place. A test cap secured to the pump properly and was used to complete the investigation. On investigation, ez-prime steps were correctly performed. There was no interruption of power, errors, alarms or warnings during the investigation with the test cap in place on the pump. The pump cover was removed for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation duplicated a power issue with confirmed damage to the battery cap and the battery compartment.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue; battery cap cannot be tighted to the pump, battery cap is cracked, battery compartment is cracked. Reporter states the battery cap has never been replaced on this pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.